Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: product ID: 5076, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.